Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the curved jaw sealer & divider, the generator showed incomplete sealing upon pressing the blue activation button but did not deliver power. The reported malfunction occurred during a laparotomic hysterectomy. The procedure was delayed for about fifteen to twenty minutes. The procedure was completed with the same set of equipment. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The device jaws were able to be opened and closed easily as intended, the locking mechanism worked and the blade was sharp and easily extended and retracted.the device was able to complete a seal cycle without any issues multiple times in a row. There was energy flowing through the device and there were no issues found with the activation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed without the subject device.